Manufacturer narrative:
Section a4, patient weight: information unknown/not provided. Section a5, race: information unknown/not provided. Section e1, telephone number: (B)(6). Entering the telephone number in h10 as the field only takes the us format. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s eye due to a capsule tear. Reportedly, the instructions for use were followed. A vitrectomy was required. There was no incision enlargement and no sutures. No delay in procedure. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: may 29, 2024 . Section h3: evaluated by manufacturer: yes . Device evaluation: the lens was inspected under magnification. The complaint lens was cleaned and presented with no issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.